Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was attributed to a fluid leak which occurred on (B)(6) 2020 due to reported defective cassette. Those individuals undergoing pd therapy for rrt are known to be at high risk for infections of the peritoneum. Additionally, enterococci are part of the normal intestinal flora of humans and animals. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the events. The alleged defective cassette was discarded, and the liberty select cycler has yet to be received by the manufacturer for evaluation. Therefore, there is insufficient evidence to exclude the liberty select cycler and liberty cycler set from having a possible causal or contributory role in the events. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during fill 1 of 4 of their pd treatment. The patient stated that the leak was caused by a defective cassette from last night¿s treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the home dialysis clinic on (B)(6) 2020 with abdominal pain and cloudy effluent. The pdrn stated a peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin (dose, route, frequency, duration not provided). The pdrn stated the patient¿s peritonitis was caused by a fluid leak (fill 1 of 4), which occurred inside the cassette door on (B)(6) 2020. Per the pdrn, the liberty cycler set¿s cassette was defective, however it was not retained for manufacturer evaluation. The pdrn reported the cause of the leak is unknown. On (B)(6) 2020, the peritoneal effluent fluid cultures returned positive for enterococcus faecalis, and the cell count revealed an elevated white blood cell (wbc) count of 668 u/l. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.